Event description:
According to the reporter, during a toe amputation procedure, the pad read green rem on the forcetriad and a burn resulted on the canine patient. The patient was the first surgery of the day and was placed in right lateral recumbency on a towel which was on top of a heated water blanket. The left lateral abdomen was clipped and the valley lab rem polyhesive infant patient return electrode, 6-30lb was place on the shaved abdomen area. The pad had previously been used but the date is uncertain. No redux gel was used on this patient. When the pad was applied, the white paper was removed and the technician stated it was sticky and adhered to the patient well and the rem turned green. No tape or vetwrap was applied, just the pad. As in the image, there may have been evidence of redux gel used previously but could not be confirmed. The settings on the unit were 25 cut, 30 v, 35 coag. The procedure was started and the cautery pen used for nearly the whole surgery without incident until the doctor heard a sizzle sound. The pen device was inspected and wire to the unit with no obvious abnormalities. The patient was undraped and the pad was examined from the top but not removed to look under the pad. No evidence as the picture shows of abnormality. The procedure was completed and the cautery pen still worke d well. Upon removal of the pad, the patient had a small nickel sized first degree burn at the center of the pad. The image shows a light brown area in the center, however, the doctor stated at the time it was black. They have used this unit since 2017 without incident. They have never used any other type of pad with the unit. The patient undergone wound care management for burn treatment.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted device sample and shown use. No photos of burn. Unable to determine cause. It was reported that use of the device resulted in a burn. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that use of the device resulted in a burn. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: e1(first name, last name, phone number), e4(email), g3. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.